Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that ventricular lead impedance was low, threshold had risen since the last interrogation, and that there was a concern that these measurements would be affected by the elective replacement indicator that occurred late (B)(6) 2010. The device remains in use. No patient complications have been reported as a result of this event.